Event description:
It was reported that a clearlink system continu-flo solution set leaked. The event was further described as; during infusion in a patient¿s room in the hospital, a leak was coming from the lowest connection hub/ y site port. The leak was noted 10 hours & 51 minutes after the hang. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.